Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate adapter and usb charging cable. Replacement wall adapter and usb charging cable were sent to customer. Customer's blood glucose ranged from 126-127 mg/dl.